Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that during routine maintenance of checking instrument trays in office setting. Pinnacle cup handle, the end broke off and is lost. Hudson adaptor, the end pieces broke off and will no longer connect to attachments, pieces are lost. Sz 3 articulating surface, condyle broke off. Gelpi retractor, spring is loose causing it not to operate properly. Sz 6 actis broach will not fit on broach handle correctly, possible bent trunnion. The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the distal end of the adaptor was found broken, the broken fragments were not returned. No other issues were observed. A functional test was not performed due to the post-manufacturing damage. However, the device interaction allegation can be attributed to the broken condition. This type of damage is associated to misuse and heavy usage as contributing factors for the tabs cracking and/or breaking off. If used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the tabs as well. The overall complaint was confirmed as the observed condition of the s-rom*adaptor hudson to zimmer would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during routine maintenance of checking instrument trays in office setting, the end pieces of the hudson adaptor broke off and will no longer connect to attachments.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.